Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple alarms (alarm 30 - motor stall) occurred during the load process and during pumping with multiple cartridges. The customer's blood glucose level was 100 mg/dl. A new cartridge was successfully loaded to address the event and the customer continued to use the pump for insulin therapy.